Event description:
On (B)(6) 2009, the patient was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. It was reported that this patient was diagnosed with renal insufficiency prior to the operation. (Cre: 1.1). On (B)(6) 2009, the patient presented with worsening of renal insufficiency and was treated with diuretic and hyperkalemia medications. On (B)(6) 2011, despite the treatment, the renal insufficiency remained. (Cre: 2.0). The cause of the worsening of renal insufficiency is unknown.

Manufacturer narrative:
Results - a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Conclusions - the cause of the worsening of renal insufficiency is unknown. The patient had a medical history of renal insufficiency.